Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service visit. The cse found reagent probe 1 was slightly out of alignment, and adjusted it. The cse ran precision testing, resulting with good precision. The customer ran and verified quality controls. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca_2c) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia instrument (serial number (B)(4)), resulting higher. The sample was repeated on the original instrument, resulting higher and matching the repeat result of the alternate instrument. The sample was then repeated on another alternate advia instrument (serial number (B)(4)), also resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.